Event description:
International affiliate reports the confidence kit¿s introducer needle broke while performing the vertebroplasty in an angio suite. The needle broke when it was in the pedicle. The procedure was being done by interventional radiologist who had used the system many times without fail. The broken needle had to be taken out by the surgeon by extending the stab cut. Though all the needle pieces (visible on x-ray) were taken out, they will do a follow up MRI examination to find any retained metallic objects. The procedure extended by 1 hour as a result of the difficulty.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The confidence spinal cement 11cc system was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted on the product family as this fault could occur across the entire confidence line. This analysis found no emerging trends. The root cause of the introducer needle breaking intra-operatively cannot positively be determined. However, it is likely that the needle was subjected to unanticipated forces during insertion causing the introducer needle to break. Additionally, it was reported that the bone was very hard and the mallet was used with more than usual force. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing and release of this device. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence spinal cement 11cc system was returned for evaluation. Visual inspection confirmed that the introducer needle had broken. The second half was not returned as it remains in the patient¿s vertebral body. DHR and trend analysis was provided of medwatch mw-111498. Medical director review confirmed that the provided images correspond with the complaint description and the radiology report. The root cause of the introducer needle breaking intra-operatively cannot positively be determined. However, it is likely that the needle was subjected to unanticipated forces during insertion causing the introducer needle to break. Additionally, it was reported that the bone was very hard and the mallet was used with more than usual force. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing and release of this device. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the affiliate on 5/20/14 revealed that the broken needle was not taken out by the surgeon as it was not possible to remove all of it. The protruding bit ws trimmed to the entry point of the vertebra ad the skin was closed by the surgeon. There is a retained piece in the vertebral body. Currently MRI cannot be performed because of this. The patient is being followed up by CT scan.